Event description:
Pressure tubing that was hooked up to a central line for cvp(central venous pressure) monitoring came apart. The tubing was properly secured with a line holder. About 10 minute prior, the pressure tubing was used for a blood draw from cvl(central venous line) without any issue. Lab came back and needed additional blood, and the patient was not repositioned and the tubing was not touched since the last draw. When the vamp was lifted off the bed, a portion of the tubing came apart with very little force. A small portion of pressure tubing was left attached to the cvl, and the pressure tubing was immediately clamped proximal to the patient. The tubing was unhooked from the cvl. The tubing was not ripped, and the end did not have a luer lock or any attachment where it could be intentionally disconnected. The integrity of the portion of the tubing seemed abnormally weak. I recommend assessing the tubing for possible faults.